Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 04-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bat file was missing in the server. A technical support specialist (tss) dialed into the server, followed knowledge article 'es 1.6.1 ¿ users cannot sign in - x509asymmetricsecuritykey' and ran the bat file to resolve the issue. The customer confirmed were able to log into stations successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server file was missing and station was on critical override. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.